Event description:
Reporter alleged obtaining the results of 247 mg/dl and 67 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged that on another day, he obtained a result of 130 mg/dl within 10 minutes of a 69 mg/dl obtained from a lab draw result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter has used all of the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.